Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The facility name and address were not available at the time of filing. If additional relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that uphold vaginal support system devices were used on patients. According to a surgical gynecologist from (B)(6), he could feel some upper vagina banding on the uphold patients postoperatively. On (B)(6) 2014, the physician confirmed that banding is usually accompanied by pain. This problem was found out in both greater than 6 months follow up and at problem visits. No specific procedure information is available. Should additional relevant details become available, a supplemental report will be submitted.